Manufacturer narrative:
Device eval by manufacturer: yes. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9198513. This is the 1st related complaint for needle clog on lot # 9310076. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately investigation summary: customer returned (2) sealed 4mm, 32g pen needles from lot # 9198513 and (2) sealed 4mm, 32g pen needles from lot # 9310076. Customer states that there was no insulin flow during injection. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9198513. It was reported that there was no insulin flow during injection. Verbatim: consumer reported no insulin flow when taking injection. Stated, sometimes, he has to go through 2 pen needles before he finds one that will work. Does not prime before injection but stated, he will start priming going forward. Stated, will start checking non patient end prior to attaching pen needle and will not over tighten.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9198513, d.4. Medical device expiration date: 2024-08-31, h.4. Device manufacture date: 2019-09-19. D.4. Medical device lot #: 9310076, d.4. Medical device expiration date: 2024-11-30, h.4. Device manufacture date: 2019-11-06. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-05-19. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9198513. It was reported that there was no insulin flow during injection. Verbatim: consumer reported no insulin flow when taking injection. Stated, sometimes, he has to go through 2 pen needles before he finds one that will work. Does not prime before injection but stated, he will start priming going forward. Stated, will start checking non patient end prior to attaching pen needle and will not over tighten.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9198513. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9198513. It was reported that there was no insulin flow during injection. Verbatim: consumer reported no insulin flow when taking injection. Stated, sometimes, he has to go through 2 pen needles before he finds one that will work. Does not prime before injection but stated, he will start priming going forward. Stated, will start checking non patient end prior to attaching pen needle and will not over tighten.